Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injures [injury]. Case description: an attorney reported that their female client, (B)(6), used fixodent denture adhesive, form/version unk, unspecified total daily use as intended to hold dentures that she received approximately 9 years ago, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, and other injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care. The case outcome was not recovered/not resolved. Past medical history included: medical history - received dentures approximately 9 years ago. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.